Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump alarmed. The alarm was confirmed by telemetry. The pump did not indicate that there was drug in the reservoir. The pump did not infuse medication for the previous three weeks. It was not known whether the pump had been updated following the refill. It was unknown what error messages were displayed on the pt programmer. There was a confirmed motor stall noted in the event logs, with no motor stall recovery recorded. There was a motor stall lasting two weeks, followed by another motor stall and a tube set message, with no recovery. It was noted that magnets were not a factor. The patient's physician was able to "restart" the pump. No info was provided regarding the type, concentration or dosage of medication used in the patient's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.